Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of undersensing were noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue to be monitored.